Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was evaluated in relation to the reported "not recognizing tubing" which was not reproduced but confirmed in the event history log. During the evaluation on (B)(6) 2016, the upstream sensor, the processor pcb and front case were replaced. On (B)(6) 2016, the customer provided an additional symptom of an over infusion event on a patient. With the replacement of the aforementioned parts and associated activities, the opportunity to evaluate the device in the received condition was lost. Review of the history log found the relevant segment of the history log spanning timestamp 18:17 on (B)(6) 2016 to timestamp 14:45 on (B)(6) 2016. The user programmed a five step infusion of parenteral nutrition (pn) totalling 187.2ml over 22hrs. There does not appear to be an error while programming the device that could have contributed to an over-infusion event. Additionally, the history log cannot confirm an over-infusion as the "given" volumes and vtbis correctly match the programmed parameters over time. During incoming baxter functionality testing, the device passed and was within specification for flow accuracy testing with a flow rate error of 2.01% for the 30ml test. The device has been tested after servicing and performs within specification.

Event description:
It was reported that a sigma spectrum device over infused pn (parenteral nutrition) on a patient in the neonatal intensive care unit. A 24 hour infusion of pn 250ml was started at 1800 on (B)(6) 2016. At 0245 on (B)(6) 2016, the bag was observed to be empty. Pump indicated that 67 ml infused (calculation correct based on the prescribed infusion rate). The pump log revealed the pump was programmed correctly by the nurse. The patient had approximately 3 times their normal urine output over the next 6 hours, indicating excessive fluid bolus and developed rebound hypoglycemia. The patient required frequent testing of blood glucose and electrolytes. No further information in relation to this event is available and the patient outcome is unknown.